Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit received with cracked reservoir tube, cracked battery tube threads, minor scratches on reservoir tube window corners and minor scratches on lcd window.

Event description:
It was reported that customer received a button error alarm. Customer's blood glucose was unknown. Insulin pump would need to be replaced.